Event description:
It was reported that the right ventricular (rv) lead had high impedance and a confirmed fracture. In addition, the right atrial (ra) lead had no slack. The rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010; af2814c170xh stent graft, iw1416c105xh stent graft, iexch161655 stent graft, axf2828w29xh stent graft: implanted: (B)(6) 2010. (B)(4).